Event description:
The cardiologist attempted arteriotomy closure with a prostar xl 8 fr pvs device. One needle did not present on deployment. Fluoroscopy showed that the needle had presented outside the barrel. Both needles were accessed and removed. The arteriotomy was then closed with the available sutures. There was no adverse outcome to the patient in this case. This occurrence is being reported because previous instances of unsuccessful needle back down have resulted in reportable events.